Event description:
It was reported that this right ventricular (rv) shock lead had exhibited a gradual decrease in pacing impedance measurements that has lead to out of range measurements below 200 ohms. This rv lead remains in service. No adverse patient effects were reported.